Manufacturer narrative:
Stryker evaluated the device and observed the issue. The lid was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a missing device lid. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the lid was missing from the device. In this state, a delay in defibrillation may occur, as the user has to push the power button to turn the device on. There was no patient involvement reported with the event.